Manufacturer narrative:
Corrected data- occupation, report source, if other, specify, labeled for single use. All information reasonably known as of 06-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 25-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced thirteen different incidences, which were associated with separate units, involving thirteen different patients. This is the twelfth of thirteen reports. Refer to 8030647-2018-00393 for the first patient. Refer to 8030647-2018-00394 for the second patient. Refer to 8030647-2018-00395 for the third patient. Refer to 8030647-2018-00396 for the fourth patient. Refer to 8030647-2018-00397 for the fifth patient. Refer to 8030647-2018-00398 for the sixth patient. Refer to 8030647-2018-00399 for the seventh patient. Refer to 8030647-2018-00400 for the eighth patient. Refer to 8030647-2018-00401 for the ninth patient. Refer to 8030647-2018-00402 for the tenth patient. Refer to 8030647-2018-00403 for the eleventh patient. Refer to 8030647-2018-00405 for the thirteenth patient. It was reported that the flex connector came away when the nurse touched near the connector. The issue occurred while the flex connector was in use. When the connector disconnected, it was noted that the hospital staff took one of the following actions: the flex connector was replaced for a flex connector made by other manufacturer, both the flex connector and the suction catheter were replaced for new one, or a new package of suction catheter was opened and only flex connector was replaced. The actions were performed immediately after the incident occurred, and there was no impact to the patient.